Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that when the angio-seal device locator was inserted into the insertion sheath, resistance was felt, and a kink was observed in the tip of the sheath. The device was therefore not used. Manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc. There was no health damage to the patient. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6fr. The puncture site was unknown. The vessel diameter was unknown. There were no other devices or equipment used with the reported product.